Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method (use after expiration) was due to the user error of not following steps as per instruction for use (IFU) by using expired device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report device use after expiration. It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), thin and friable leaflets. The original procedure was on (B)(6) 2023, with one xt device implanted. There were no device issues. On (B)(6) 2023, the patient returned with shortness of breath. It was discovered that the xt had a single leaflet device attachment (slda), and the anterior leaflet was detached. Per the physician, the slda could have been due to thin or friable leaflets. During the redo procedure on (B)(6) 2023, an nt device was inserted into the patient. After insertion, it was discovered that the nt was expired. The nt was removed from the body and an xtw was implanted successfully. There were no adverse effects to the patient.